Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The facility reported the device would not power on. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched and attempted to replace the power management board. The power management board smoked during repair of this device. The reported issue was confirmed. The manufacturer's field service engineer (fse) replaced the motor controller board, the power management board, the data acquisition board and the cpu board to address this issue. The power management board was returned to the manufacturer for failure investigation. The board was tested and it was found that u1 (host-controlled multi-chemistry battery charger with integrated system power selector and ac over-power protection) pins 6, 10, 11, 23, 24, were shorted. The failure investigation technician the shorted q5, q6, and u1 determined the shorted pins and u1 burnt off damage pins on the power management pcba prevented the ventilator to power on.

Manufacturer narrative:
Updated.